Event description:
(B)(6). The customer reported that he was vomiting so he went to the hospital around midnight on (B)(6) 2014. He was diagnosed with diabetic ketoacidosis and his blood glucose was the 600s (mg/dl). He was kept in the ICU where he was treated with IV fluids and an insulin drip. While at the hospital, the doctors noticed that the customer was having gallbladder issues, so they performed surgery to remove it. The customer was hospitalized until (B)(6) 2014.

Manufacturer narrative:
The returned device evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hospitalization for diabetic ketoacidosis was found. Lot quantification records were reviewed and the product lot met all acceptance criteria.